Event description:
It was reported that during a pta procedure a guidewire fracture occurred. The lesion being treated was located in the superficial femoral artery (sfa). The physician had advanced the platinum plus guidewire, and then advanced a guide catheter along the wire, he then attempted to withdraw the platinum plus guidewire back through the guide catheter with the intention of using contrast in the guide catheter. He felt resistance while pulling the distal end of the wire back into the guide catheter, however by continuing to pull he was able to remove the guidewire. Upon removal, it was noted that the coiled tip was missing, and it was located in the pt's leg. A unk manufacturer's stent was deployed to secure the wire tip against the vessel wall, and no further complications were reported. Pt status was reported as 'stable, no injury'.